Event description:
This is report 3 of 4 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The peritonitis was manifested by nausea. The patient was treated with vancomycin (1 g, once, intraperitoneally (ip)), fortaz (1 g, once, ip), and ampicillin (125 mg/ml of dianeal for 21 days) for the peritonitis. The patient was later recovering from the peritonitis and discharged from the hospital. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Initial reporter facility name - (B)(4). A batch review was conducted for potentially associated lot numbers h13g09035 and h13h09017 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).